Manufacturer narrative:
PMA/510(k) number: pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unspecified procedure, the tip of the micropuncture transitionless stiffened cannula access sheared off inside the patient's calcified anatomy. The complaint device was not removed through the needle. According to the complainant, the wire tip remains in the patient's anatomy and there are no plans to remove it. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation: a review of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection and functional evaluation of the returned devices were conducted during the investigation. The visual inspection of the returned devices confirmed that there was no distal tip present on the device. The coil extended a length of 73.5 cm from the solder junction, and the mandril length was measured to be 39.2 cm. The solder junction appeared to be in good condition, and was smooth with no sharpness. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent. Refer to section h10 for investigation findings.